Event description:
It was reported that the pump touch screen was missing pixels. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump via mobile app for insulin therapy.